Manufacturer narrative:
This report is based on evaluation results completed on (B)(4) 2012. (B)(6). Correction 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration and there was contamination was found around the shim. Events of large prime volume were observed in the history download. Pump was exercised for 24 hours with a 1 unit per hour basel rate with no issues noted.

Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination around the shim. This report is made based on the results on investigation.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - the pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly.